Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient had unexplained low blood glucose (bg) levels after a bolus. Patient was having high bgs, over 500 mg/dl, (possibly from a previous site issue), received 5 units of insulin and bg went down quickly to 45 mg/dl. Reporter states that she changed the site and gave the patient an abundance of juice to get the bg back to the target range of 150-170 mg/dl. Bg is normal at present and patient remains on pump. Patient had symptoms of feeling like she was flying, weakness in legs, shakiness. Reporter states that patient is going through puberty, also has unexplained low bgs in the middle of the night and states that the basal settings were decreased in (B)(6) 2013. Per the health care provider (hcp) the issue was caused by the setting of her ¿active insulin level¿. Customer support (cs) educated reporter on the iob and other advanced settings, and instructed her to call hcp to confirm that they are referencing the iob feature prior to making the recommended changes. Patient remains on the pump, and bg is normal at time of call. There is no allegation of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing was unable to duplicate the complaint as the pump information for the complaint date has been overwritten. The black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2014 have been overwritten. Review of the accessible black box and alarm history shows no eaw¿s associated with the complaint. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The pump completed and passed a delivery accuracy test; and it was found to be delivering within the required specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.